Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer generated an error. Follow-up determined that the error occurred at the start-up of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error. Follow-up determined that the error occurred at the start-up of the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer had generated an error and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found a noisy hard drive as well as a noisy system fan and both were replaced. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.